Event description:
The provider states the unit will run for a few minutes, then shuts down and alarms. The provider states the error code states compressor failure, not switching. No additional information is available